Event description:
The stryker adm cup has been in use for 3 months at this facility. When using a mdm liner with an adm cup, it is difficult to calculate the liner needed. Only the vendor knows this, the packet was not marked well. Patient had to have an additional surgery to replace with a larger cup.